Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during fill tubing, no drops of insulin were seen exiting the end of the tubing. During troubleshooting with tandem's technical support, the customer realized that the luer lock connection was not properly secured. The customer secured the luer lock connection and insulin delivery was resumed. The customer's blood glucose level was 165 mg/dl.